Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. An individual trend review will not be completed for this complaint. Should additional information become available, a follow up MDR will be sent. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).

Event description:
The nurse from (B)(6) reported 1 unit of (B)(4) with a blood leak in the arterial line. The sample was contaminate and is not available for evaluation. There was no patient injury or medical intervention reported for this event.